Event description:
Healthcare professional reported a right side "seroma was present and leaking out from her nipple, which provided a channel that was suspected to have lead to the start of the infection". Device was explanted.

Manufacturer narrative:
Continued: e.1: zip code: (B)(6), state: (B)(6). The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.